Event description:
The dental office advised that when the dentist used the powder and liquid, the sealer did not set up. In one instance, this was reported to have caused the dentist to accidentally push gutta percha out through the apex during root canal therapy. The sealer flowed into the sinus, causing swelling and pt noted missed work. The doctor indicated that another 60 cases had to be retreated, but provided no pt detail.